Manufacturer narrative:
(B)(4): evaluation method: device history review is pending. Results: device history review is pending and the product was discarded by the hospital and will not be returned for analysis. Conclusion: cause of event cannot be determined. Device history review is pending and the product was discarded by the hospital and will not be returned for analysis. Conclusion: based on the limited information at this time, no cause for this event could be determined. Upon completion of our investigation, a supplemental report will be filed.